Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient was treated for long segment barrett's esophagus (be). The patient was treated with the 360 express with standard protocol. There were no unusual findings noted endoscopically prior to the event. No unusual circumstances were noted relative to the procedure, function of the catheter, or generator. After the second treatment pass, the physician noted a small [described as less than 2 cm] superficial laceration in the distal esophagus, within the treatment zone. The laceration was bleeding a small amount. The initial reporter confirmed that this was not a perforation and the physician did not feel treatment was required to control the bleeding. However, the physician did decide to place one clip to close the injury. The patient recovered post-endoscopy as usual and was discharged as planned, and has been scheduled for a follow-up endoscopy at a later date. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.